Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had intermittent button response due to corroded keypad traces. No reset error alarm or moisture damage inside of the insulin pump was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a missing end cap sticker.

Event description:
The customer reported unexpected restart. Customer's blood glucose was 420 mg/dl. Customer stated treated with manual injection. Customer stated the insulin pump keeps beeping due to unexpected restart removed the battery. Customer unable to get new batteries due to had keytones and cannot drive. Customer also stated getting motor error alert and buttons were not working. Insulin pump was exposed to moisture when he was shaving and insulin pump had physical damage. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).